Event description:
It was reported that the devices were used during an unknown procedure. After the surgeon fired the device, he found only part of the staples came out. The second device had the same problem. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Damaged lockout. Evaluation summary: the analysis results found that two reloads were received partially fired and with the lockout spring bent. The damage to the reload lockout spring is consistent with damage observed when attempting to fire an already spent cartridge. The reload is designed to lock out after a partial or complete fire to avoid re firing a partially or fully spent reload. Firing through the lockout mechanism can break the device. No functional test could be performed due to the condition of the reloads. A batch record review was performed and no anomalies were found during the manufacturing process.